Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, a manufacturer representative (ar) performed an on-site assessment and confirmed the reported event. However, the ar was unable to replicate the issue while on-site. The system was then tested per the service test procedure (stp) and found to meet manufacturer specifications. As a correction, an manufacturer representative performed an on-site assessment of the equipment and replaced a nonconforming purepoint footswitch and laser pcba. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system with the laser activated frequently. The details of the procedure and event was not reported. No patient harm was not reported. Additional details has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).